Manufacturer narrative:
The device inspection report was returned to olympus for investigation, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation the most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable had signs of corrosion on the light guide lens. There was no patient involvement.